Event description:
It was reported the patient developed a staph infection. The entire device system was explanted. The patient would like a new device system implanted since the explanted system helped so much. Additional information has been requested from the hcp, but was not available as of the date of this report.